Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates one opened sample, part number 8229708, from lot number 0213578439 was received for analysis. A syringe was used to inflate the cuff with 20cc of air and it leaked out immediately. Under magnification it was determined there was puncture and abrasions in the cuff. The puncture was concave and measured 0.10¿ long. The information most likely indicates inadvertent damage during handling / intubation. The device condition was out of specification as it relates to the complaint. The reported complaint was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; device was not returned for analysis.

Event description:
The sales rep reported that the facility has had four issues with product # (B)(4). In each of the events, the cuff would not hold air after the patients were already intubated. The patients had to be re-intubated in each case. The four incidents have been with the same doctor and same size tube. This regulatory report is being filed for event 2 of 4 that occurred on (B)(6) 2017 (medtronic internal reference number (B)(4)). Less than 30 minutes after the airway had been established and incision had been made for a radioguided parathyroidectomy with bilateral neck exploration, an air leak sound was heard and a cuff was leak was discovered. Reintubation was required and the procedure was completed. Another regulatory report will be filed for event 1 of 4 that occurred on (B)(6) 2017 (medtronic internal reference number (B)(4)). Event 3 of 4 occurred on (B)(6) 2017 (medtronic internal reference number (B)(4)) is being investigated. However, a regulatory report will not be submitted. A fourth regulatory report will be filed for event 4 of 4 that occurred on (B)(6) 2017. (Medtronic internal reference number (B)(4)).